Event description:
Reportedly, the interrogation of an eno dr with a smarttouch tablet running 3.16, application froze after rv threshold test. Tablets battery had to be removed.

Manufacturer narrative:
Based on the provided description of the event, the reported behavior most probably resulted from a software issue: the pop-up and/or programming menus do not appear when they should and are displayed behind the main screen which led to the unavailability of the response buttons of the pop-up/the programming menus. Deeper investigation is ongoing. A software correction will prevent recurrence of this issue.

Event description:
Reportedly, the interrogation of an eno dr with a smarttouch tablet running 3.16, application froze after rv threshold test. Tablets battery had to be removed.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes.

Event description:
Reportedly, the interrogation of an eno dr with a smarttouch tablet running 3.16, application froze after rv threshold test. Tablets battery had to be removed.